Event description:
On 27-dec-2025 the caregiver reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels exceeding 400 mg/dl following no meal announcements. The user was transported to the hospital by a caregiver where the user was diagnosed with diabetic ketoacidosis and treated with intravenous insulin and fluids and discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
Review of available device data confirmed hyperglycemia on the reported event date. Glucose trends and insulin delivery data are consistent with insufficient insulin delivery, which may be attributable to a failed infusion set or another interruption along the fluid pathway. Device records indicate that alerts were generated appropriately, and the ilet system adjusted insulin dosing in response to cgm glucose values; however, alerts were not consistently acknowledged. Unless cgm glucose values were below 80 mg/dl or the insulin cartridge was empty, the system continued to request insulin at regular intervals. Given the user¿s recent transition from multiple daily injections (mdi) therapy and limited experience with the ilet system, it is possible that the user did not recognize the need to replace the infusion set in the setting of persistent hyperglycemia.